Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic, non-dependent patient presented with noise via merlin.net transmission. The noise appears to be an external emi source on both atrial and ventricular channels. The patient will be brought in for further lead testing and evaluation. No further information is available at this moment.